Event description:
For an unk reason, the device was removed and replaced with an ams ambicor penile prosthesis. Add'l info was requested, but was not provided.

Manufacturer narrative:
Should add'l info become available regarding this event, it will be re-evaluated and a f/u report will be sent.